Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: there was a detachment on the hypotube 22.6cm distal to the strain relief. Kinks were evident on the hypotube, tactile testing confirmed kinks. The hypotube material was oval and jagged on both sides of the detachment site. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion exhibiting 90% stenosis located in the mid-proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent. Excessive force was not used. The device was not kinked and re-straightened during use. It was reported that a detachment occurred at the catheter during delivery through the vessel. The detached portion was removed through the guide catheter. The patient was reported to be alive with no injury.